Event description:
Patient was scheduled for outpatient endoscopic ultrasound with anesthesia and cytology. Procedure started, and a white ring/halo noted on ultrasound screen with the radial scope, unable to see proper ultrasound image. Olympus representative on the phone after we switched scopes to the linear ultrasound scope. Still with same halo image on the monitor. Representative attempted troubleshooting with us over the phone, but we were unable to remedy the situation. Biomed was then called and asked to come emergently as we had a sedated patient on the table and needed help to fix the machine. Procedure then aborted, patient needs to reschedule. Endoscopic ultrasound booked for tomorrow, had to be canceled.